Event description:
A complaint notification via email from a millennium sales representative regarding a complaint from customer surgical hospital at southwoods for one (1) unit of item #72-5210245b4. Per the millennium sales representative, the push rod connected to the jaw snapped from the inside during a procedure. There was no harm to the patient; the procedure was delayed. An x-ray was performed as an intervention.